Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained about a discrepant inr result between a coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 8:40 am, the customer result was >8.0 inr. At 10:30 am , the customer was tested at the lab and the result was 4.3 inr. There was no allegation of an adverse event. The customer's therapeutic range is 2.0-3.0 inr. Meter was coded correctly during the test. Finger was clean and dry before the fingerstick and the blood was applied to the strip within 15 seconds of the stick. Customer is not anemic and does not have antiphospholipid antibodies. Customer is not on heparin or direct thrombin inhibitors. The customer did not have any new illnesses, new medications or diet changes. Customer did not have any signs of bleeding or bruising. Retention test strips (286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.